Event description:
Patient reported to rms they infuse cuvitru weekly. Dose is 20grams/100ml. Utilizing freedom60 syringe driver, 2400 flow rate tubing and 24 gauge, 9mm needles in two sites. Infusions have been completing in 38-40 minutes. Flow rate calculator indicates infusion times should be 54 minutes.

Manufacturer narrative:
Attachment: [complaint (B)(4).pdf].

Event description:
Patient reported to rms they infuse cuvitru weekly. Dose is 20grams/100ml. Utilizing freedom60 syringe driver, 2400 flow rate tubing and 24 guage, 9mm in two sites. Infusions have been completing in 38-40 mintues. Flow rate calculator indicates infusion times should be 54 minutes.